Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was moving too deep in the tissue causing difficulties in charging. The patients pg was replaced and the new ipg was placed on the left side above waistline. The patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.